Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: oversensing. Vf and non sustained vt occurred on (B)(6)2010, (B)(6)2010, and (B)(6)2010 with v-v cycles of 210 ms or less. There is no patient alert noted in the performance data record. Lead integrity alert ramware is installed. Two delivered shocks are observed on (B)(6)2010 and (B)(6)2010.

Event description:
It was reported that lead integrity alert (lia) triggered. Impedances were stable and normal. Lia had tripped due to non-sustained tachycardias and short interval counts. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.